Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary one cubie failed in drawer and was unable to open. The customer stated that there was a delay in medication, as the user retrieved the medication form another pyxis. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed in drawer and device not detected on bus. A field service engineer (fse) encountered a failure with the full height drawer, where only one light emitting diode (led) was lit. After obtaining a replacement controller board, the issue persisted. As a result, the drawer was removed from a machine that was not in use. Additionally, the fse removed the drawer from a machine that was being decommissioned at the end of its lifecycle. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary one cubie failed in drawer and was unable to open. The customer stated that there was a delay in medication, as the user retrieved the medication form another pyxis. There were no adverse events or injuries reported based on this incident.